Manufacturer narrative:
(B)(6). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; exact date unknown; reported as approximately two years prior to revision date of (B)(6) 2016. Part of the device remains in the patient; device is not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a revision surgery due to a non-union and hardware removal on (B)(6) 2016, a screw head broke off intra-operatively and was retrieved. The surgeon determined to leave the shaft of the screw in the patient. There was no surgical time delay reported and no medical surgical intervention required. This complaint involves one device. This report is for the intra-operative breakage of the screw. The need for the revision procedure is captured under com-(B)(4). This report is for an unknown screw. This is report 1 of 1 for com-(B)(4).